Manufacturer narrative:
The unit was returned to the service center for evaluation. The customers complaint of memory battery failure was confirmed. In addition, the units illumination was checked and found browning on both the lamps with lamp a error message. The cause of the battery failure cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use in a diagnostic laryngoscopy, the memory battery failed causing the image to flip and appear upside down. The procedure was completed by maneuvering the scope and using the same device. There was no patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (browning occurred on both lamp and lamp a errors occurred) likely occurred because it has been more than 9 years since the device was manufactured and due to long-term use lamp a has gone out due to normal wear. Per the legal manufacturer, the other issue identified in the initial report (memory battery failure) has no potential to cause or contribute to death or serious injury if it were to recur.